Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was over 400 mg/dl. Customer also stated that the sensor doe not penetrate when inserted. Reviewed customer's sensor insertion techniques and found the missing step of detaching serter from pedestal. Customer declined to troubleshoot for high reading. No product will return for analysis.